Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. Therefore reported issue not confirmed. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 55 seconds or (B)(4) of expected accuracy with no free flow door close or opened. Log review on 9/4/2022 and 4:33pm shows an infusion set-up of 30.1ml/hr and 107.8ml with no prime or infusion taking place and pump being powered-off. Last infusion on 9/3/2022 shows at 8:22pm a 33 second prime followed by an infusion start at 8:23pm of 200ml/hr and 90ml. At 8:47pm with a volume infused of 82.18ml an air alarm stopped the infusion with no further infusions taking place that day. Perform preventive maintenance service.

Manufacturer narrative:
This report has been identified as b. Braun medical. Internal report number (B)(4). The investigation into the reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: sn (B)(4)-possible freeflow, used 100ml except for 20ml in 20 minutes happened on 9/4.